Event description:
Dealer was told his motors were bad when the whole time it was his controller instead. He is very upset that he spent all that time replacing motors for nothing when it was the controller fault the whole time. RMA qt issued: (B)(4).